Event description:
It was reported that the balloon ruptured during use. A piece of latex reportedly tore off in the pt. Physician took another catheter and removed the piece of latex. No permanent pt injury was reported as a result of this event.